Manufacturer narrative:
One device was returned for repair in used condition. There was no observable damage to device. This device has not been in for service in the review period. The reported problem, fail rate accuracy test, was not verified by accuracy testing, as device passed accuracy testing. No problem was found. No action taken to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device exhibited error code 1310 and had a failed rate accuracy test. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.